Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to replicate the customer reported complaint. The instrument was returned with 0 lives and could not be put on the in house system for recognition testing. Failure analysis found the following: the instrument's grip tips had mechanical indentations and burrs. The grip exhibited indentations near the edges. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. The instrument's main tube had scratch marks and abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the damage to the main tube found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that prior to starting a da vinci surgical procedure, it was noted that the system would not recognize the cadiere forceps instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.